Manufacturer narrative:
(B)(4).

Event description:
It was reported that few non-sustained v oversensing episodes were observed. Review of session records indicated noise due to possible debuting lead damage. Patient will be monitored through regular follow-ups.